Event description:
Neurologist reported that the patient passed away. Online obituary was later found which noted date of death. No other relevant information has been received to date.

Manufacturer narrative:
10. Corrected type of investigation, initial report: inadvertently listed b01 instead of b13.